Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The pt reported that insulin was leaking from the plunger of the insulin cartridge, causing elevated blood glucose. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was replaced and requested to be returned for evaluation.